Event description:
Insertion of catheter into external jugular vein. No difficulty with passing catheter. Resistance with retrieving wire. Wire found to be partially unraveled. X-ray scan showed no evidence of wire fragments.